Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2, the c arm broke in half while in the patients leg. Nothing broke off or fell into patient and no patient harm was reported. They used a new kit to finish the case.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h3 - device problem code changed from "device not returned" to "device discarded" h3 other text : device discarded.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The lot # 25161519 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a.